Manufacturer narrative:
The investigation stated the root cause of the issue was due to loose grub screws at the sample pipetter. The loose screws can cause imprecision in the positioning of the sample pipetter. This can cause false liquid level detection which can lead to insufficient sample pipetting.

Manufacturer narrative:
The customer is not having any further issues.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for either elecsys testosterone ii assay (testosterone ii) or elecsys hcg + beta test system (hcg + b) on a cobas 8000 e 602 module occurring between (B)(6) 2017 and (B)(6) 2017. The erroneous results were reported outside of the laboratory. Patient 1 initial testosterone ii result was 14 ng/ml. This result was reported outside of the laboratory where it was questioned by the physician. On (B)(6) 2017 a new sample was obtained and the testosterone ii result was 599 ng/ml. The initial sample from (B)(6) 2017 was repeated on (B)(6) 2017 and the result was 595.2 ng/ml. No adverse event occurred. On (B)(6) 2017 patient 2 (female, pregnant) initial hcg + b result was <5 miu/ml. This result was reported outside of the laboratory and was deemed incorrect. The patient¿s previous hcg + b result from a sample drawn on (B)(6) 2017 was 8005 miu/ml. This result was believed to be correct. Due to the result of <5 miu/ml the patient was sent to the ER for further testing. The patient had an ultrasound and no issues were identified. A sample was drawn at the ER and the hcg + b result was 14,000 miu/ml. Besides re-testing at the ER, no adverse event occurred. The hcg + b reagent lot number was 15654200. The expiration date was not provided. The testosterone ii reagent lot number was 13762705 with an expiration date of 06/30/2017. The field service engineer (fse) visited the customer site and found that the sample pipette assembly shaft was loose. This caused inaccuracy of the horizontal alignment of the sample probe. The water flow of the sample probe during an air purge was restricted. The fse tightened the screws at the bottom of the sample pipette assembly shaft, made other adjustments and performed decontamination procedure. Instrument tests were run. Preventive maintenance had been performed during a service visit on (B)(6) 2017. The fse verified that the proper volume of water was being discharged from the sample probe during the air purge. The instrument passed all applicable calibration and quality control tests and was operating within specification.